Manufacturer narrative:
Device evaluation summary: the field service engineer evaluated the ventilator and replaced the direct current (dc) to dc printed circuit board (pcb). The ventilator passed all required testing per manufacturer's specifications upon completion of service. The dc-dc pcb was returned for failure investigation. Visual inspection showed no visual anomalies or thermal damage. The dc-dc board was installed into the test ventilator for analysis. The ventilator was powered up. Upon power up, the safety valve (sv) and exhalation valve (ev) cycled continuously. As the sv and ev continuously cycled, a pop was recognized, and the ventilator began to smoke. The board was removed from the ventilator and inspected. Upon inspection, thermal damage was observed on the c83 capacitor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during installation, a 980 ventilator safety valve and exhalation valve would cycle continuously. The ventilator was not in use on a patient at the time of the reported event.